Manufacturer narrative:
Despite multiple investigational attempts, it was not possible to obtain additional details regarding the valve explant procedure. The reason for explanting the sapien 3 valve at the time of implant is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The valve is not available for evaluation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
At the time of implant, the patient's 26mm sapien 3 valve was explanted and replaced with a 19mm surgical valve.